Event description:
It was report that the pump unexpectedly shutdown. Additionally, it was reported that the battery gauge was fluctuating and that a malfunction alarm occurred. Customer's blood glucose level ranged between 92 mg/dl and in the 100's (mg/dl). Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.